Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier's power cord was received at fisher & paykel healthcare regional office in (B)(4) and was inspected by a trained f&p technician. Results: visual inspection revealed that the insulation was damaged and copper wire was exposed. Conclusion: from the investigation conducted, the nature of the damage observed on the power cord suggests impact damage from a sharp object. It should be noted that the subject mr850 was manufactured in 2010, indicating it would have been used for at least eight years before the cut occurred. During production the electrical connections of the earth wires on all mr850 units are 100% tested for electrical continuity. Any product that fails is rejected. All mr850 units are visually inspected for damaged power cords before release for distribution. This suggests that the damage occurred after it had been distributed. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking, performance and electrical safety testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is complaint with the following electrical standards: as/nzs 3200.1.0, can/csa 22.2 no.601.01, ul 60601-1, iec 60601-1. The damaged power cord was replaced by our service centre and the subject mr850 respiratory humidifier was returned to the customer after passing performance and safety checks.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the power cord was damaged on a mr850 respiratory heated humidifier. There was no reported patient involvement.